Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complications of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. At 9:00 am, the patient experienced severe abdominal pain and apotel intravenous (IV) was administered. After discharge, she experienced severe abdominal pain at 17:00 and at 20:00 and was treated with depon tbs 2x1. The attending physician was informed and depon was ordered every 4 hours. On (B)(6) 2017, the patient was admitted to the hospital due to intense abdominal pain, antibiotic tazocin IV was administered and the abdominal pain subsided. On (B)(6) 2017, a computerized axial tomography (CT) scan was performed, which showed a small hematoma and a small infection in the stoma area. On (B)(6) 2017, she was discharged in good overall condition. The nurse visited the patient and reported the patient received antibiotic zinadol 500mg 1x2 until (B)(6) 2017 and losec 1x2.